Event description:
The customer's wife stated that the customer was hospitalized for high blood glucose levels. The wife reported a blood glucose reading of hi during the phone call. The wife stated that the hospitalization was user error and stated that the customer will be getting more training. Assisted the wife in retrieving the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.